Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. The hemostatic valve was displaced. When the dilator was pulled out of the vizigo sheath, the hemostatic valve became dislodged inside the vizigo sheath. The bwi representative stated that the vizigo sheath appears to be intact and inside of the hub of the vizigo sheath. The back flow of blood occurred after the issue occurred. They replaced the vizigo sheath and the procedure was continued. No patient consequences were reported. The hemostasis valve (gasket) did not break into two or more separate pieces. The hemostatic valve/brim cap/hub did not become detached from the sheath. The sheath was being used on the patient and air did not enter the patient¿s body. The issue did not require percutaneous, surgical removal or medical intervention. Blood return was noted but hemodynamics were not compromised due to bleeding. The approximate volume of blood that was lost is unknown. Hemostatic valve separation is MDR-reportable.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 1-oct-2022, the product investigation was completed. It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. The hemostatic valve was displaced. Device evaluation details: visual analysis revealed that the hemostatic valve was dislodged inside of hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The damage observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. Due to the conditions of the hemostatic valve, an internal action was opened (and has since been closed). A device history record was performed for the finished device batch number 50000075, and no internal actions were identified. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 31-aug-2022, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4).